Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/19/2015 with the following findings: no pump reboot events were observed in the black box. The battery compartment was cracked on the side near the threads and cracked above the bumper pad. There was no damage observed to the returned battery cap. The returned battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test with no power interruptions. There was no evidence of internal moisture or damage to the power circuit found. The cartridge compartment was damaged near the threads.